Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. There were several cs 177 warnings due to normal battery wear. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all the current readings were within specification. The original "short battery life" complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. (B)(4).